Manufacturer narrative:
Section h11 of the supplemental medwatch report 1/2 indicates: stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's battery pins to resolve the reported issue. Proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. Stryker determined the battery pins were the cause of the reported issue. Section h11 of the supplemental medwatch report 1/2 should indicate: stryker evaluated the customer's device and verified the reported issue. Stryker found that the the device's battery pins were missing. The battery pins were installed to resolve the issue. Proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. Stryker determined the missing battery pins were the cause of the reported issue.

Event description:
The customer contacted stryker to report that their device's on button would not work. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.

Event description:
The customer contacted stryker to report that their device's on button would not work. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's battery pins to resolve the reported issue. Proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. Stryker determined the battery pins were the cause of the reported issue.

Event description:
The customer contacted stryker to report that their device's on button would not work. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.